Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose. Customer was on her way to hospital for high blood glucose and high ketones. Customer unable to stay on the line due to not feeling well. Advised we will send email for follow-up. Customer mentioned that she thought that the insulin pump was the reason for high blood glucose. No further information provided.